Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Patient temperature (pt) was 36c, targeted temperature (tt) was 33c, water temperature (wt) was 5c, water flow rate (wfr) was 2.8 l/m. Confirmed good pad coverage with no exposed abdomen. Rectal probe in place, after reviewing history nurse noted patient temperature (pt) had been within targeted temperature (tt) the entire time expect the last hour. Discussed medication administration changes. Noted water temperature (wt) was very cold and device was actively working to get patient temperature (pt) back to the targeted temperature (tt). Encouraged to call back with any additional questions or concerns. A DHR review is not required as the serial number is unknown. The serial number for this investigation is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated the patient was supposed to be cooling in an arctic sun device and they were almost to rewarm period, but patient temperature (pt) was well above targeted temperature (tt). Patient temperature (pt) was 36c, targeted temperature (tt) was 33c, water temperature (wt) was 5c, water flow rate (wfr) was 2.8 l/m. Confirmed good pad coverage with no exposed abdomen. Rectal probe in place, after reviewing history nurse noted patient temperature (pt) had been within targeted temperature (tt) the entire time expect the last hour. Discussed medication administration changes. Noted water temperature (wt) was very cold and device was actively working to get patient temperature (pt) back to the targeted temperature (tt). Encouraged to call back with any additional questions or concerns.

Event description:
It was reported that nurse stated the patient was supposed to be cooling in an arctic sun device and they were almost to rewarm period, but patient temperature (pt) was well above targeted temperature (tt). Patient temperature (pt) was 36c, targeted temperature (tt) was 33c, water temperature (wt) was 5c, water flow rate (wfr) was 2.8 l/m. Confirmed good pad coverage with no exposed abdomen. Rectal probe in place, after reviewing history nurse noted patient temperature (pt) had been within targeted temperature (tt) the entire time except the last hour. Discussed medication administration changes. Noted water temperature (wt) was very cold and device was actively working to get patient temperature (pt) back to the targeted temperature (tt). Encouraged to call back with any additional questions or concerns. Per follow up information received via phone on 24feb2025, spoke to charge nurse, who confirmed the temperature drop was related to a change in the medication. The probe and cables were checked to confirm they were working, and they found no device issues. Serial number unavailable. It is noted recorded in the patient file and device is somewhere on the floor. It could not be identified.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated the patient was supposed to be cooling in an arctic sun device and they were almost to rewarm period, but patient temperature (pt) was well above targeted temperature (tt). Patient temperature (pt) was 36 c, targeted temperature (tt) was 33 c, water temperature (wt) was 5 c, water flow rate (wfr) was 2.8 l/m. Confirmed good pad coverage with no exposed abdomen. Rectal probe in place, after reviewing history nurse noted patient temperature (pt) had been within targeted temperature (tt) the entire time expect the last hour. Discussed medication administration changes. Noted water temperature (wt) was very cold and device was actively working to get patient temperature (pt) back to the targeted temperature (tt). Encouraged to call back with any additional questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.